Event description:
It was reported that the patient was ¿peeing a lot.¿ it was noted that the patient was not feeling stimulation. It was stated that the patient was going to the bathroom ¿more frequently¿ as of the day of the report after they increased stimulation from 1.9 volts to 2 volts. The patient reportedly increased stimulation because they were curious how high they could go. It was added that the patient may have a bladder infection. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v372142, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v372142, implanted: (B)(6) 2010, (B)(6) explanted: 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v372142, implanted: (B)(6) 2010, explanted: (B)(6) 2013. (B)(4).

Event description:
Additional information stated the cause of the event was the device failed after the patient fell. Lead dislodgement/migration was noted. The patient had replacement of the implantable neurostimulator (ins) and lead on (B)(6) 2013. No further information was known at the time of report.